Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder removed due to a crack of connector. A new inflatable penile prosthesis right cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had a trouble to inflate the device due to fluid loss. The patient outcome was the patient got well.

Manufacturer narrative:
Device analysis: returned product consisted of a cxm 14cm. Functional testing was completed and there was no leak found. The reported failure was not confirmed. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient had the inflatable penile prosthesis right cylinder removed due to a crack of connector. A new inflatable penile prosthesis right cylinder was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient had a trouble to inflate the device due to fluid loss. The patient outcome was the patient got well.